Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that he gave himself some insulin when he noticed the insulin pump did not work because he had high blood glucose levels. Customer's blood glucose level was around 430 mg/dl and 460 mg/dl. The customer treated his blood glucose level with a syringe. The customer had issues with the act button. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was pump received with intermittent button response due to flattened dome switch on the act button. The connector was inspected and locked lcd board. The insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self-test and unexpected restart error test. All operating currents tested within the specification range and passed off no power test. The insulin pump had cracked battery tube thread, cracked reservoir tube lip, cracked case near the display window corners and minor scratches on the display window noted.